Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests and got results of 171 and 76 mg/dl. Tests were done within 10 minutes, using separate fingersticks. He did not have any symptoms. Reporter stated that he had never cleaned his meter. He did not have control solution for testing. On follow-up, reporter stated that he had gotten er4 messages. He had left his meter in his car which was hot.